Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that rv lead dislodgement was observed. It was noted that helix mechanism was no longer working properly. The lead was explanted and replaced. Patient was stable.